Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during an implant check on (B)(6) 2004, all the channels showed "hi" impedance. The patient however is reporting a proper hearing sensation. The implant behaviour indicates a mechanical stress over the active electrode array.